Event description:
The customer reported that the device was defective. No additional information regarding the device and incident is available. The device was returned to covidien and visual inspection discovered that half of the clear insulation was missing and not returned.

Manufacturer narrative:
(B)(4). Half of the clear insulation was missing. The device failed hipot testing. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled opening may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation.